Manufacturer narrative:
H4: device manufactured on august 31, 2022 - september 1, 2022. H10: the device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The total infusion volume was 230ml (170 ml d5w plus 60ml chemotherapy). The issue occurred after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.